Manufacturer narrative:
A visual examination and functional assessment was performed. Two screws were successfully inserted into the collet and subsequently tightened into one of the drivers. This took some force. The screws would not go on the second driver. One or more of the collet tangs appear to be bent slightly inward. The cause for the deformation is likely increasing the difficulty of inserting the screws on the drivers. The cause for the deformation is not known. Review of manufacturing history records for lot 00054sm found 22 pieces released for distribution on 5/4/2016 with no deviation or anomalies. A two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being recommended at this time since the cause is not known, other drivers are included in the set that can be used to insert the screws, the drive feature is of a standardized design, and since this has not been an issue to over the two plus year field use history. This is 1 of 2 reports filed for the same event (reference 3005739886-2017-00062-1 / 00063-1).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00062 / 00063).

Event description:
An engineer went to visit the doctor to complete a cur for the reform modular system on (B)(6) 2017. The sales rep handed two (2) 39-md-0700 drivers to the engineer claiming they would not tighten on a screw. There was no reported delay in surgery or harm to the patient.